Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for unrelated events, intermittent ventricular undersensing was observed during a ventricular tachycardia event. Programming changes were recommended. The patient will continue to be monitored. No further information is available.